Event description:
Per the clinic, the patient developed an infection at incision site on (B)(6) 2021, and subsequently was treated with oral antibiotics (date and duration not reported). The implanted device remains.